Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. The device was received with a broken pole clamp, a cracked enclosure and tank cover and an outdated printed circuit board and power switch. The analysis started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported issue was confirmed. The device leaks water from a crack near the drain fitting and cracks in the tank cover. The issue could be attributed to mishandling by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that the level 1 hotline low flow system leaked water. There were no adverse events reported.